Event description:
It was reported that the patient experienced dizziness due to no capture on the right ventricular (rv) lead. The lead also had high impedance and was possibly fractured. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular pace impedance is out of range (greater than 3000 ohms) throughout entire record dating back to (B)(6) 2013. (B)(4).